Event description:
The field service representative (fsr) reported that during field service installation of the device, the oxygen (o2) percentage had no control. The user facility's biomedical engineer was performing a two year preventative maintenance (pm) on the unit. There was no patient involvement,

Manufacturer narrative:
Evaluation in progress, but not yet concluded.